Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified IV solution. At an unspecified time, the tubing was primed and it was reported that "at the beginning of use," the nurse noted a small blood stain on the pt's sheet. At this time, a leak of blood was reported from the tubing near the clave port. The amount of blood loss was reported as "minimal." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).